Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was explanted on (B)(6) 2018 and would not be returned for analysis as it was discarded. The pump was to be replaced in the future. The patient was in a wheelchair and the arm rest may have been rubbing on the pump site. The patient had a pocket infection. The issue was resolved at the time of this report, the pump was explanted due to infection and the catheter was left in place. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.